Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer mentioned an e70 in the alarm history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. Pump passed all operating currents tested within the specification range and passed off no power test. Unable to confirm the motor position encoder error alarm due to overwritten history file. Pump was monitored and tested with no off no power anomaly, blank display or low battery alert noted. Pump received with corroded battery tube noted. Drive support cap was inspected and no anomaly was noted.

Event description:
It was reported via phone call that the device had no history of encoder signal out alarm. The only alarm reported in the device history was the motor error.